Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed error message codes "failed test" and "error 42" on the monitor screen while performing self test. The complainant indicated that there was no pt involvement in the reported failure.